Manufacturer narrative:
This info was not provided during the initial report. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested for the subject device.

Event description:
Pt with right mandible continuity defect was implanted with a reconstruction plate returned to surgeon post op. An x-ray showed the plate broke. Surgeon removed the hardware and noted the plate was not supported by graft at implantation, and the plate was fully covered in bone at removal.